Event description:
Patient was revised to address metallosis. (Right hip).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update: litigation papers received (B)(6) 2013. Litigation alleges pain, discomfort, inflammation and popping/snapping sensations. Depuy considers this complaint closed at this time.

Manufacturer narrative:
Update: (B)(4) 2012 - clinical report was received. Clinical report states the patient was revised for a trochanteric bone fracture. Doi: (B)(6) 2004 - dor: (B)(6) 2012 (right hip). The stem was added to the product pages. The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search found additional complaints against the head and liner. Per (B)(4), revision c, a review of the device history records is no longer required for these products. A complaint database search finds no other reported incidents against the remaining product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what were previously alleged, ppf alleges pseudotumor, dislocation and metal wear.

Manufacturer narrative:
**Update** 10/31/2012 - clinical report was received. Clinical report states the patient was revised for a trochanteric bone fracture. Doi: (B)(6) 2004 - dor: (B)(6) 2012 (right hip). The stem was added to the product pages. The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. **update** 03/12/2013 - patient's medical records were received (B)(4) 2013. There is no new information that would change the existing MDR decision. Medical records and x-rays were obtained and reviewed. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what were previously alleged, ppf alleges pseudotumor, dislocation and metal wear.